Manufacturer narrative:
The device involved in this event has been returned, and is being evaluated. A f/u report will be submitted when the eval is completed.

Event description:
During contrast injection, it was reported the guidewire perforated the ultraflow. No pt injury reported.